Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported upstream occlusion. The event history log (ehl) review was performed and revealed that the customer experienced a single "upstream occlusion!" Alarm. The customer did not provide an event occurrence date, however the alarm occurred on (B)(6) 2020, while running an infusion of 50 ml at 100 ml/hr. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a false downstream occlusion alarm during testing. The cause was identified to be a failed force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information h6 investigation conclusions 4315 has been corrected to d15. Corrected h10 was corrected from "the customer did not provide an event occurrence date, however the alarm occurred on (B)(6) 2020, while running an infusion of 50 ml at 100 ml/hr." To corrected information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported upstream occlusion. The event history log showed an event of upstream occlusion 6 days prior to the event date while running an infusion of 50 ml at 100 ml/hr. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.